Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the customer experienced hyperglycemia. The customer current blood glucose level was 410 mg/dl. Customer were 530 mg/dl and the did not forget to shoot for lunch, shot the appropriate, shot it down with a manual injection, at about 1 this morning customer blood glucose was back down to 140 mg/dl this morning, customer had carb count was 36 mg/dl and just got in from yard work and 410 mg/dl. The customer was assisted with troubleshooting. The customer was treated with manual injection for high blood glucose. Customer was using insulin pump system within 48 hours of reported high blood glucose event. The insulin pump will not be returned for analysis.